Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with complaints of constant dizziness related to cocaine use. It was further reported that the right ventricular (rv) lead exhibited t wave oversensing and short v-v intervals. The lead remains in use. No further patient complications have been reported as a result of this event.